Event description:
A sprinter legend rapid exchange (rx) balloon dilatation catheter, diameter 2.5mm, length 20mm was intended to treat a 99% stenosed lesion in a pt¿s lcx. It was reported that the balloon did not inflate in the pt. Negative prep was performed on the device prior to use with no abnormalities noted. The device was delivered to the lesion site and, on inflation, the balloon was not seen to distend on fluoroscopy. The device was deflated and removed from the pt. On removal, the device was tested and fluid was seen to spray through a small hole. Pt was well and stable post procedure, and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation, results: 99% stenosis. Conclusions: 99% stenosis. Evaluation summary: the device was returned to medtronic for evaluation. The balloon had been inflated. A clear liquid and a hardened, crystallized substance were present in the inflation lumen. The device was placed in a water bath to disperse the residue. On removal from the water bath, negative purge was performed and a leak was detected. A short radial tear was located distal to the distal inner shaft marker. There was a scratch evident immediately proximal to the tear.